Event description:
In 2004, an attempt was made to close a pt's patent foramen ovale defect with an 18mm pfo-hde device. The defect measured less than 4mm with no asa, by tee. Initial successful deployment was confirmed by tee, however, approx one minute later the device embolized onto the distal aorta. Attempts to retrieve the device with a bioptome were unsuccessful. The pt was sent to the or for surgical removal of the device. The defect was not closed at that time. The device has been retained by the hosp.